Manufacturer narrative:
(B)(6).the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that within 5-10 seconds of inserting the intra-aortic balloon (iab), blood came back through the helium tubing. Blood did not enter the console. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported. Medwatch # (B)(4). A 68 year old male presented to ed (emergency department) with stemi. Taken to cath lab and was found to have 100% occlusion lad (left anterior descending artery) and (first diagonal artery.) He was in cardiogenic shock and an iabp (intra-aortic balloon pump) was inserted. Upon insertion of the balloon, blood was noted in the balloon. The balloon was immediately removed and another balloon was inserted. The blood did not back up into the console and the patient did not have any injury noted.

Manufacturer narrative:
The product was returned with the membrane loosely folded with blood on the exterior of the catheter. No blood was observed inside the iab catheter. A kink was observed on the catheter tubing near the y-fitting approximately 76.5cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.